Event description:
It was reported the extension carrier broke as the physician tried to pull through. It was noted the problem was not with the extensions themselves but with the lead carrier, the dull carrier that was used to pull the device through the tunneler. There were no adverse effects to patient. However, they needed to open up and see if any plastic was left inside the patient, which it was determined there was none. It was stated it snapped in two, but when physician pulled the carrier piece that broke off, they did not feel comfortable using the extension because it looked like they had "kind-of over stretched". Additional information will be provided when available.

Manufacturer narrative:
(B)(4).